Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient experienced hypoglycemia.